Event description:
Wire came out. A new mega suture cut was given to the field to complete procedure. Manufacturer response for suture cut needle driver, intuitive surgical (per site reporter). Formal complaint logged and RMA case assigned. Returned defective product. Intuitive surgical to provide a credit or no charge replacement.